Manufacturer narrative:
(B)(6). The device was manufactured february 21, 2018 - february 22, 2018. The device was received for evaluation. Visual inspection with the naked eye found fluid inside the bag which contained the unit. This observation indicated that the leak occurred inside the bag. Further inspection revealed the cause of the leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. The portion of the broken tubing remained inside the solvent-bonded area of the luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at an unknown location prior to use. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.